Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the helix mechanism.

Event description:
It was reported that due to the patient anatomy this lead was not able to be placed. Physician made the decision to implant a single chamber device. No patient complications have been reported as a result of this event.